Event description:
Information received indicates the patient got out of the bed and the bed exit function did not alarm.

Manufacturer narrative:
The facilities biomedical technician could not locate the bed to perform an investigation and did not know the bed's serial number.